Event description:
It was reported that during a da vinci-assisted pyeloplasty, the surgeon was using a permanent cautery hook instrument and noticed the upper part of the instrument elbow was conducting energy to surrounding fat. The customer reported to the intuitive technical support engineer (tse) that the patient has a large amount of fat hanging down touching that area. The site switched out the cautery hook with a backup cautery hook with no change. Both instruments had no visible damage and were normal. Surgeon then switched out to a monopolar curved scissor to continuing the procedure as planned. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The permanent cautery hook was not returned to isi for failure analysis evaluation. Per logs, this instrument has been used in subsequent procedures. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The other permanent cautery hook with lot# k13230405-0035 was returned and evaluated. This information has been submitted under patient identifier # (B)(6).